Event description:
It was reported that a gehc field engineer was performing a service procedure involving the stet tool which helps insert and extract shim trays from the magnet bore. In the process, the fe pinched their finger with the tool while it was driving inward. This action resulted in a 1cm laceration of their 4th finger of their left hand which required sutures.

Manufacturer narrative:
D4 unique identifier: (B)(4). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. It was acknowledged that the field engineer (fe) stated that he was at the front of the stet tool near the magnet while there was another fe operating the tool. Based on the information provided, the incident occurred due to a failure to follow service procedures by the gehc fes. The fes did not follow the proper stet tool procedure which specifically instructs the user that the tool is intended for single person operation only.